Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose after changing the infusion set and reservoir. Blood glucose at the time of the incident was 285 mg/dl and during the call 308 mg/dl. The customer stated his blood glucose level kept rising and it went to over 400 mg/dl. He treated with the insulin pump and manual injection. During troubleshooting, the customer stated the drive support cap was normal. The customer declined to complete troubleshooting. It was advised to change the entire infusion set, reservoir and reservoir and treat per doctor's instructions. The insulin pump will not be returned for analysis.